Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have blade damage at the base of the blade. One of the blade edges was indented. The probable root cause was attributed to potential user mishandling or misuse.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the harmonic ace instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: the crack on the blade was not seen or confirmed likely due to picture quality. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument had excessive blade pressure and there was a crack found on the knife head. No fragment fell into the patient. When the nurse cleaned the blade after surgery, a fragment was lost. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace is integral. There was no "fragment lost". The nurse checked the instrument before the surgery. A testing task was being performed when the issue occurred. The instrument was not used. There was no instrument collision, and no fragment falling inside the patient. The customer replaced the instrument with a new harmonic ace instrument to continue the procedure. There was no patient injury. The customer provided the image of a message displayed on the screen.

Event description:
Refer to h11 for follow-up information.